Event description:
The user facility reports the catheter was placed. At some time following placement of the catheter the nurse noticed that the catheter had migrated and the red indicator had moved. The icp reading was false. The pt was being treated for a low icp reading when in fact the reading was 70mmhg. The pt expired. According to the reporter, this was expected due to the pt's condition. The catheter remains in the pt until the post mortem eval. The catheter may be returned once the post mortem is completed. Additional info was received on 8/5/2002. The medical technical officer responded to the co's request for additional info. One catheter was expected to be returned for eval. The pt experienced spontaneous intracerebral hemorrhage clinical deterioration of the pt did not correspond to the catheter pressure reading. The icp reading was low 0 to 10. After changing the catheter position, the icp reading was >70. Due to the treatment of icp figures cerebral perfusion was not maintained and early surgical intervention on hematoma was performed resulting in fatality. It is unclear if this was a result of the catheter migrating due to the cap not locking, a user issue while insertion of the catheter or to nursing activity causing a "drag effect" (movement) on the catheter during pt care. Analysis result of the returned catheter is requested. On 8/21/2002 additional info was received from co rep who made a sight visit to the user facility. The rep reports the medical technical officer is unsure if this was a user error issue or nursing issue. The nursing staff informed the treating physician of the suspected erratic/errorneous icp readings. Treatment was rendered based on the knowledge of the erratic icp readings. The medical technical officer did confirm there were nine new nurses on staff, which had not received an inservice on this product. Since the user facility can not determine the cause of the error readings, they are returning the product for analysis.